Event description:
A syringe was provided by pediatrics to administer oral medication. The syringe had a cap on it. The pt's father was administering the medication and did not realize that the cap was present. As the medicine was injected into pt's mouth, the cap came off and the baby choked. The baby could not breathe until father hit baby in back to dislodge the object.